Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-9218-15 serial #: (B)(4) description: precision m8 adapter, 15cm. Model #: sc-4108 lot #: 20416278 description: or cable 2x8, 61cm and extension spectra. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the trial patient was experiencing severe pain and infection at the lead site. Bacteria were found around one of the wires or leads. It was noted that the patient had leads from the competitor and bsc m8 adapter. The patient underwent a lead pull procedure and the physician believed that the infection was not related to the bsc devices. The patient was placed on antibiotics and was doing well postoperatively.